Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 579 mg/dl. Customer was in emergency room as a result of high blood glucose. The customer¿s blood glucose level was 574 at the time of incident. The customer treated with the insulin bolus, fluids and insulin drip. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Customer performed displacement test and the test was passed. Customer declined to performed high pressure test. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.